Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. The service territory manager (stm) evaluated the iabp for a helium leak. The stm performed the designated test per the service manual and isolated the leak to inside the iabp not the cart. Then disassembled the iabp and traced the helium line up to the fill manifold. The stm tightened down the fittings on the line and still detected a leak. He then reevaluated the iabp, and found that the plug on the back of the fill manifold was loose. Upon tightening the plug, the helium pressure stopped dropping. The stm watched the pressure for another 30 minutes and observed no helium loss. The stm put the iabp back together. The iabp then passed all functional and safety tests per factory specifications, was returned to customer, and cleared for clinical use.

Event description:
Service territory manager (stm) reported during an in-service installation the helium tank was found to be empty. The stm replaced the tank with a new tank and at start of inservice (15 hrs later) the helium gauge had moved noticeably. There was no patient involvement, thus no adverse event reported.